Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mentioned short to shield with failed repair is reported under MFR # 2916596-2021-02046. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03126. It was reported that the patient presented on (B)(6) 2021 with hemolysis (hematuria, elevated lactate dehydrogenase and plasma hemoglobin). The patient had a noted short to shield with failed repair. Log file analysis captured elevated pump powers in (B)(6) 2021 which became more baseline on (B)(6) 2021 at 6-7 watts. The pulsatility index shifted down around (B)(6) 2021. It was also noted that the patient was sleeping on battery power which was not recommended. The patient underwent pump exchange on (B)(6) 2021 due to short to shield and acute pump thrombosis. The thrombosis resolved once placed he was placed on heparin prior to pump exchange. The patient suffered an ischemic stroke of unknown cause following the pump exchange. The stroke was confirmed via computed tomography (CT) scan. Log file analysis on (B)(6) 2021 captured no unusual events. The equipment was functioning as intended.